Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer declined follow up and system check with tandem technical support. No further details were given. No reported impact to the customer¿s blood glucose level.